Manufacturer narrative:
(B)(4). The complete patient identifier is (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a xenform tissue repair matrix was used during a cystocele repair procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2016 the patient experienced difficulty emptying her bladder. No treatment was given and the event has not yet resolved.